Event description:
It was reported that the ams700 inflatable penile prosthesis (ipp) pump is unable to employ. The ipp was explanted and an ams700 cxr 18cm x 9.5mm ipp with ms pump and 65ml spherical reservoir was implanted. No patient complications were reported in relation with this event.